Event description:
An aneurxs bifurcated stent graft of unknown size and its components were implanted for endovascular treatment of an abdominal aortic aneurysm on an unknown date. The aneurysm neck was reported to be enlarged and angulated. Aneurysm size is unknown. The patient had an aortic tube graft that was anastomosed to the aorta slightly below the renal arteries. The aneurx bifurcated stent graft was implanted inside the tube graft, and it was reported that a pseudoaneurysm was created in the proximal segment of the tube graft. It was reported that the aortic neck had dilated and that the stent graft had migrated; therefore, the physician implanted a homemade aortic cuff in the proximal neck. No clinical sequelae were reported.